Event description:
It was reported an alarm was heard and telemetry was not yet performed. This was reported as an ongoing issue. The reporter was told the pump was usually out of drug or low. The patient¿s health care professionals (hcp) usually ¿drew it out¿ and got ¿false readings.¿ it was noted a ¿new guy¿ started to refill the pump and 2 weeks to a month after the last 3 or 4 refills the pump started to alarm. The pump was refilled every 2 to 3 months. When asked if the pump was interrogated to determine the cause or the alarm, it was reported the alarm was only reset. The pump was being used to deliver dilaudid. It was later reported that following hearing an alarm on (B)(6) 2013 (refer to manufacturer report # 3004209178-2013-24133), the patient thought that this had happened before. It was later clarified the patient had previously heard alarms from the pump.

Manufacturer narrative:
Concomitant medical products: product ID; 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).